Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in switzerland. As reported, this was an implant case of a 23mm sapien 3 ultra valve in the aortic position by transfemoral approach. During the procedure, no difficulties where found while advancing the commander delivery system. At the aortic root a piece of calcium was encountered. The commander delivery system got stuck. When pushing forward, a 23mm sapien 3 ultra valve strut bent. The commander delivery system and valve were removed carefully. The esheath was not damaged or loss integrity due to the valve bent strut. A second 23mm sapien 3 ultra kit was prepared and valve successfully implanted. The patient did not experience any injury. Patient was safely discharged home.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined for any abnormalities and the following was observed: crimped valve showed one (1) strut bent outwards at inflow side and the frame was slightly distorted at outflow side. Post-expanded valve showed valve frame slightly distorted/canted. The leaflets were wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. A review of edwards lifesciences risk management documentation was performed for this case . The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve frame damage was confirmed based on provided imagery and returned device. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''during procedure, no difficulties were found while advancing the commander delivery system only at the aortic root when encountering the piece of calcium. The commander delivery system got stuck. When pushing forward, a 23mm sapien 3 ultra strut bent. The commander delivery system and valve were removed carefully.'' Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time''. Additionally, per provided imagery, the patient's aorta had presence of calcification. The presence of calcification can create challenging pathway during delivery system (with crimped valve) advancement. In this case, it is likely that the frame interacted with calcification during delivery system advancing. In such situation if excessive force was applied it could lead to bent struts at inflow side of the valve. As such, available information suggests that patient factors (calcification) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.